Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. The 2.5 x 15 mm trek dilatation catheter was advanced; however, the proximal shaft broke during advancement, at a location outside the patient anatomy. No resistance was noted during advancement and the separated segments were easily removed. There was no adverse patient effect and no clinically significant delay. A second trek dilatation catheter was used without issue. No additional information was provided.